Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hand assisted lap right hemicolectomy procedure, the device had poor staple formation and staple s fell into patient's cavity while closing of the common enterotomy outside of the body. The surgeon stated that the staples did not form in the tissue and all of it just fell into cavity after firing. He had to pluck each one out, resected and re-stapled. Another device was used to complete the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: the device was received loaded with a device. The 4.8mm single use loading unit was not received for evaluation. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.